Event description:
It was reported that the patient underwent left total hip arthroplasty approximately twenty years ago. Subsequently, patient was revised on (B)(6) 2015 due to pain. The liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.